Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera elite ii video system center was displaying an e333 error code during procedure preparation. According to the initial reporter, this event has occurred a number of times. However, there have been no reports of patient harm. This is report 2 of 2, submitted to capture the known number of events referenced by the customer. For details concerning the specific (B)(6) 2023 event, please see report 1 of 1, with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation and correction to h4. The device was returned and evaluated, and the reported phenomenon (e333) was not confirmed / duplicated. In addition, no other issues identified during evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, because the phenomenon was not duplicated, a specific root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified via d9). If further applicable information is received, an future supplemental report will be filed.